Event description:
Device 2 of 3. Reference MFR report #s 1627487-2012-04872, 1627487-2012-04874. The patient had not charged her ipg over six months, so the physician performed surgical intervention to address the issue. During the procedure the physician noted the lead had migrated, so the lead was removed. While a new lead was being implanted, a wet tap occurred. The physician left the ipg implanted, and aborted the procedure to replace the lead. On (B)(6) 2012, the ipg was replaced and a new lead was implanted. The lead which was removed during the initial procedure is device 2, and the lead which was attempted to be implanted is device 3.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.